Manufacturer narrative:
Mindray service representatives reworked the cpu board. Performed all functional and safety test to factory specifications.

Event description:
Customer reported the spectrum monitor shut down which may have resulted in a loss of primary monitoring. No pt injury was reported.